Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath her left breast. The patient was prescribed an unknown medication from her physician. The patient's rash improved with the use of the medication.